Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that "inserter handle would not mate with the implant. Rep said that it never works together. Had to impact by hand instead. Is returning the one used in this case and another one they have."